Event description:
During line change, was unable to clear any fluid through the trifuse. Another trifuse was dropped by another coworker which worked appropriately. Upon inspection following line change, original trifuse was noted not to have an opening at the end. The 3 ports were open but the end of the trifuse was sealed shut. Smiths medical mx613h. Non-dehp trifurcated ext set lot 6075816. [Redacted] emailed ICU medical to facilitate return of product. Manufacturer response for IV extension set, non-dehp trifurcated ext set (per site reporter).